Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left above-the-knee amputation , when the device was opened it would not seal well. A new same device was used by surgeon. There was no patient injury.